Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient said about a week ago they noticed a cyst forming on one of the leads. Patient said the cyst was kind of small but now it was about as big as their thumb and very painful. It was reported that the patient mentioned they have been having a uti for like a month or longer. Patient mentioned they had several utis in the past and the healthcare provider wanted a medtronic representative to come in and look at the device. Patient said the uti is e-coli. Agent reviewed role of representative and redirected to healthcare provider.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 978b128 lot# va2zgk1 serial# implanted: (B)(6) 2024. Product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 28-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.